Event description:
Nurse connected expiratory port from resuscitator to inspiratory port of indwelling suction catheter. Patient was extubated & reintubated before staff recognized the misconnection. The internal baulks on the expiratory port of the resuscitator do not extned to the end of the port, thus allowing connection with 15 mm connector.